Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. The patient experienced vaginal cuff dehiscence. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). F10 component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What are the name and date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What are the product code and lot number? 7. What was the intended use of the surgiflo? 8. Where was the surgiflo used (on what tissue)? 9. How much surgiflo was used during the procedure? 10. Was the surgiflo product left in place? Was the excess removed? 11. What were current symptoms following the index surgical procedure? Onset date? 12. Has any surgical or medical intervention been performed? 13. What is physician¿s opinion as to the cause of or contributing factors to this event? 14. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative vaginal cuff dehiscence? 15. What is the patient¿s current status? 16. What is the users experience w/ surgiflo and other hemostatic agents? 17. Has this event previously been submitted to ethicon? If so, please provide the corresponding reference number. 18. Is the complaint sample available to be returned for evaluation? Submitted to the FDA by the initial reporter via user facility medwatch form #mw5153563. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.